Manufacturer narrative:
Patient medications norvasc, aspirin, lipitor, lopressor.

Event description:
On (B)(6) 2017, the patient was implanted with gore¿ excluder¿ aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography images dated (B)(6) 2021, the physician noted disease progression and growth (new aneurysm) of the left common iliac artery distal to the initial device placement without the presence of an endoleak. The flow lumen was stable. There was no aneurysm sac enlargement. On (B)(6) 2021, the physician decided to coil embolize the left internal iliac artery and extend the original endograft (pxc141400/15929867) into the left external iliac artery to achieve seal and treat the disease progression. The procedure went well, and the patient tolerated the procedure.

Manufacturer narrative:
H6: added codes following completion of investigation. 4112 - analysis of data provided by user/3rd party (images provided for evaluation) 213 - no device problem found added 4315 - cause not established.